Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that an x-ray was taken and it was determined that the ins was flipped in the pocket. The physician planned to schedule a pocket revision to right the ins. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported the pocket revision is scheduled for (B)(6) 2019. It was reported that the battery is holding a charge, but the issue is that because it is flipped in the pocket, the patient cannot get more than 2 bars when charging. Due to this it takes the patient hours to just get a quarter battery. Manufacturer representative suspects that once the battery is flipped charging will return to normal. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the ins was now discharged but not overdischarged. Ins currently charging normally with 2 bars. Patient reported they charge a couple hours a day and the ins never held a charge. It was reported it took too long. Patient indicated that ins constantly shows empty and was always charging the first quartile but it was also indicated that the patient has been using stimulation. Repositioning antenna does not resolve the issue. No ins pocket issues reported. The rep stated that the ins was sub clavicular so it was very superficial and could be felt easily. It was reported the patient was only getting 2 bars ever since implant. It was unknown when the ins began to not hold a charge. No further complications were reported/anticipated.